Event description:
During initial clinical training, no alarm was heard during console self test or during a simulated alarm condition. Later in the day, while continuing with training, the audio alarm started working. However, before completing the session, the audio stopped working again. This failure is currently being investigated by abiomed engineering. There was no patient involvement.